Event description:
Reference MDR #2242445-2012-00087 for the first event involving same pt. It was reported that the event occurred while in the intensive care unit. After the catheter was removed successfully, it was found that it was unable to be filled. They were attempting to inflate the balloon with air. As a result, a new kit was opened and used successfully. No report of pt death, complications, or injury. No medical/surgical intervention was required. The delay or interruption in therapy did not take long since the resident immediately replaced the kit and no harm to the pt was noted. The resident immediately replaced with a new kit. The pt outcome is fine. Add¿l info received from the distributor on (B)(4) 2012, stated that they did pretest the balloon. They were doing both cardiac output and pulmonary capillary wedge pressure.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.